Event description:
It was reported that the contrast button has not been working for the past 6 months and now the up and down arrow buttons are sticking and not responding as usual. The patient denied getting the pump wet.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.